Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user states that the chair has unintended movement. He has broke his leg and pinned his wife to the wall because the chair not properly responding.